Event description:
This complaint is now reportable based on the returned device analysis completed in 2009. It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure the stent would not deploy. The target lesion was in the common bile duct. A 10x80 blry endo uni plus halo7.5f / 219cm stent had been advanced to treat the target lesion; however, the stent would not deploy. The procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "fine". Returned device analysis revealed that the stent wires had perforated the sheath.

Manufacturer narrative:
Visual examination of the returned device found that the stent was fully mounted and the outer sheath was retracted 6mm from the tip. Several distal stent wires had perforated the outer sheath at approximately 4mm proximal to the exterior marker band. During analysis a restriction was met when an attempt was made to retract the outer sheath due to the stent wire perforation. The shaft was dissected and the inner and stent were withdrawn. The distal stent wires were damaged. No other issues were noted. A review of the manufacturing documentation found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause of the reported complaint is determined to be operational context.